Event description:
During an in-clinic follow-up, increased pacing impedance, loss of capture and r-wave amplitude variation were observed on the right ventricular (rv) lead. The device was reprogrammed and lead revision is anticipated. The physician alleges that the cause of the event was due to fibrotic tissue on the lead. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was capped and a new rv lead was implanted to resolve the event. The patient is stable following the procedure.